Event description:
A cusaexcel2 suddenly stopped functioning during neurosurgery. Add'l info was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.